Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. It was also received with moisture damage on the motor and battery tube assembly. The battery out limit, unexpected restart and off no power alarms could not be verified due to the blank display. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display on the insulin pump went blank immediately after it was submerged in the pool. The customer stated that when he reinserted the battery, the insulin pump alarmed battery out limit, then unexpected restart and then off no power. Blood glucose value was 122 mg/dl. The insulin pump was replaced and returned for analysis.